Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the pediatric patient¿s cgm was reading 11.1 mmol and the blood glucose reading was 21.8 mmol. The patient was taken to the hospital and treated with novo rapid insulin, anti-sickness medicine and morphine. The patient did not provide information on when they were discharged. At the time of the report is stable and feeling ok. The patient reported that they had ketones and it took a week to get over it and start eating again. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.